Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
H11. The initial emdr record was due for submission on may 28, 2026. Due to a high volume of complaint entries, the complaint assessment was completed later than expected, which delayed creation of the emdr submission record. Following completion of the reportability assessment, the emdr record was created on june 4, 2026. The importance of timely complaint entry and direct correlation to the creation of other complaint records has been reviewed with the team.